Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant of the right atrial (ra) lead that it dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.